Event description:
Reference number (B)(4). Event occurred in china. It was reported that the patient faced a packaging issue event on (B)(6) 2026. The package was not sealed properly and appeared misshaped or the sterile packaging was not intact. No further information available.